Event description:
Caller reported that occlusion alarms occurred. There was no adverse impact on the customer's blood glucose level. The customer resolved the issue by changing the infusion set and cartridge before resuming insulin.